Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed due to right atrial (ra) lead dislodgement. The lead was repositioned to resolve the event. The patient was stable with no adverse consequences.